Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient will be admitted to the hospital for explant of the device/lead system due to infection.

Manufacturer narrative:
There were no adverse events reported.